Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "orange venflon ref: 393230 lot no: 0144811p41 exp: 2023-05-31 grey venflon ref: 393229 lot no: 0144807p41 exp: 2023-05-31 the issue with both of these is when fluid is put through it leaks from both sides of the venflon."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: twenty representative samples were received by our quality team for evaluation. Ten samples were from batch 0144811, nine samples were from batch 0270634, and one sample from batch 0051728. The samples were subjected to visual inspection, injection leak test, and catheter adapter leak test. The samples passed all inspection and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the returned statement, the root cause of the leakage is due to the valve issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "orange venflon ref: 393230 lot no: 0144811p41 exp: 2023-05-31. Grey venflon ref: (B)(4) lot no: 0144807p41 exp: 2023-05-31. The issue with both of these is when fluid is put through it leaks from both sides of the venflon."